Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer's insulin pump was falling apart. Customer also reported their drive support cap was loose and protruding. The customer's blood glucose was 18 mmol/l. Customer stated they were unable to treat for their blood glucose at the time of the call. The customer stated they were able to tape their drive support cap together. Customer was advised against this as it may cause adverse events. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The functional testing could not be completed due to a detached end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked reservoir tube and a stained end cap sticker.